Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by cloudy effluent. The cause of the peritonitis was touch contamination. The patient was not hospitalized for the event. The patient was treated with antibiotics for three weeks but the specific treatment was not reported. The patient was then treated with a high dose of antibiotics but the specific treatment was not reported. Pd therapy was ongoing and the patient was retrained on aseptic technique on an unknown date. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.